Event description:
It was reported that the compressor was running louder than normal during patient use. The patient was removed and placed on an alternate ventilator without harm. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the solenoid valve assembly and muffler to resolve the reported issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.